Event description:
It was reported that, "the surgeon stated that the head stripped out and the shaft of the screw broke off so he snipped the remaining portion of the screw and left the tip in the pt. Procedure took place in the doctor's office in the same location of the hospital."

Manufacturer narrative:
Investigation in progress, but not yet complete.